Event description:
It was reported that ¿the cannula was applied to the patient on (B)(6) 2024 and the medical personal saw on (B)(6) 2024 that the cannula is faulty. When asked how the patient was affected or if there was harm, the user facility reported: "it is hard to say if the patient was injured. There have probably been occasions when you have not been able to aspirate mucus in the subglottic canal because you did not notice the air leak." The device is not available to be returned for investigation. The event was resolved with a new trach to replace the malfunctioning one. There was no un-planned or emergent trach change. The change was planned.

Manufacturer narrative:
D4: lot number, expiration date, full UDI, and h4: manufacture date are unknown; no information has been provided to date. Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. No lot number has been provided, therefore no device history report (DHR) review could be performed. If the product is returned, the manufacturer will reopen this complaint for further investigation.